Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer had previously replaced the flow sensor assembly. The fse advised the customer to replace the blower assembly. The customer ordered the blower assembly. The fse made multiple follow up attempts with the customer to determine the status of the repair; however, no additional information was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during pvt, test five (pressure error) failed. There was no patient involvement.